Event description:
On (B)(6) 2022, this 67-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2022 presented with no growth in the culture and a wbc count of 71/mm3 with 74% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic could find nothing wrong with the patient¿s aseptic technique during pd therapy; however, there was no indication the patient¿s peritonitis was due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) ceftazidime and ip tobramycin (frequency and duration for both antibiotics unknown). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.